Event description:
It was reported that the patient experienced pain at the incision site due to a drainage at the lower incision site. The patient was provided with antibiotics. No further information has been obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.